Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. A photo was received which showed that the stimulator was exposed through a roughly half inch diameter opening in the skin. This photo was taken on (B)(6) 2019, but the issue was first noticed on (B)(6) 2019. It was noted that device removal resolved the issue. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient developed a problem, so their device system was explanted. They stated that the incision would not close and that the ins was making its way out. There were no further complications reported or anticipated.